Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an investigation of the returned control printed circuit (pc) board and an evaluation of the received device logs. Evaluation of received device logs confirms the reported technical error codes and a stop of ventilation 4 days before the reported date of event. One of the codes indicated 'disabled valves' and the other a communication failure between the monitoring and the breathing sub-systems. Simulated use test ventilation confirmed the reported problem, but the failure was not permanent. After an technical error occurred, test ventilation could usually be started again after a ventilator restart. Software errors were frequently raised during the tests, indicating instability in a memory component or possibly its soldering. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. The conclusion in this matter is that the reported issue was most likely caused by a memory component failure on the control pc board, but the faulty component has not been determined.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated 'disabled valves' and the other, a communication failure between the monitoring and the breathing sub-systems. There was no patient injury reported. (B)(4).